Manufacturer narrative:
No conclusion can be drawn. Sle indicated the infiltrates were fading. Upon sle bulbar injection and lid mattering were noted. Note states pt most likely getting a mild viral conjunctivitis or perhaps some irritation from make up. Pt returned for a checkup on a week later, and sle od revealed two small scars at the locations of the previous infiltrates, none of which stained. The pt was to be weaned off zymar and alrex over four days. Pt remained in spectacles. The following month, the pt returned for a checkup, had been off all drops and was reportedly doing well. Sle revealed a clear od cornea with two faint scars. The iris was normal. Two weeks later, the patient was off all meds and remained out of cl but had "persistent redness and mild irritation." The record notes the pt was being treated for viral conjunctivitis. Sle revealed hyperemic od with spk and the possibility of staph component. The treatment regimen included lid hygiene with baby shampoo, hot compresses and lotemax 1 gtt quid for 1/week then 1 gtt for 1/week. Approx one month later, ecp had pt resumed cl wear with av2, va 20/20 ou. On visit to ecp two weeks later, pt doing well but eyes felt dry toward end of day. Ecp dispensed optive eye drops and sauflon hoping it would help with comfort. Sle revealed minimal spk inferiorly od. Pt was contacted by phone and fedex letter for additional information and product and we received no response from the pt. No additional information is expected. This MDR is being submitted due to the report of a rare cell observed in the anterior chamber in 2007, which may be indicative of iritis. All MDR events are reviewed with senior management at quarterly management review meetings. See scanned pages.

Event description:
Info rec'd from pt via email notification. Numerous attempts made for add'l info from pt were unsuccessful. Medical record rec'd from treating ecp. The record indicates the pt was wearing acuvue oasys contact lenses (cl) and developed iritis od. The pt began wearing acuvue oasys cl in 2007. The wear schedule is unk, the pt used opti free disinfectant system. The medical record indicates the pt reported that a few weeks prior to this event the pt awoke with a foreign body sensation and mild light sensitivity od. The pt was instructed to discontinue cl wear and began polytrim gtts. On three months later, the pt saw the ecp. The slit lamp exam (sle) revealed scattered infiltrates od with some staining and pt was placed on zymar eye drops q3-4 hrs. The dx was keratitis. Bcva unk. The next day, the pt returned for a check up complaining of feeling worse than the day before and more light sensitive. Sle revealed that "the anterior chamber was deep and quiet on the right," with several infiltrates present, on infiltrate was inferior to the visual axis and "picked up a little more stain." The anterior chamber just reveals a rate cell." The eye was slightly more injected than the day prior. The pt complained of a foreign body sensation and slight light sensitivity, similar to the episode of a few weeks prior. Zymar eye gtts were increased to q2 hrs od. On four days later, zymar decreased to qid, and alrex added tid. Sle indicated the od cornea was "dramatically improved" with a few scattered non-staining infiltrates. On four days later, pt rechecked and reportedly doing fine. Zymar was decreased to tid and alrex (tid) was continued. The pt's cornea was "clearing nicely" with a few, faint, non-staining infiltrates. The record stated that the anterior chamber was deep and quiet.